Manufacturer narrative:
The customer performed instrument checks. The field service engineer replaced the measuring cell and performed maintenance. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b results for one patient tested on a cobas e 411 disk. On (B)(6) 2022 and prior to patient testing, the customer reported the hcg qc results were within the acceptable range. On (B)(6) 2022, the patient's initial and first repeat hcg results were "<0.1" miu/ml. The patient's initial hcg result was reported outside the laboratory. The patient complained about the reported result due to the "scan result is positive." On (B)(6) 2022, the customer performed qc and had out-of-range results for both levels of qc. The customer recalibrated the assay and had passing qc results. The customer performed repeat testing with the patient's sample and had an hcg result of ">1000" miu/ml. The hcg reagent lot number was 51653903 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The calibration and qc results, sample pre-analytic details, and the system alarm trace were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.